Manufacturer narrative:
One vial of test strip lot 401586-12 containing >10 test strips was received for investigation. The test strips and vial showed no defects. The returned test strips were measured on reference meters with a high level control sample: control sample lot 455 699 00. Specified target range 2.6-3.2 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Test 1: 2.9 inr, test 2: 2.9 inr, test 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Occupation was lay user/patient. Phone was provided as (B)(6).

Event description:
The initial reporter received questionable results from coaguchek xs plus meter serial number (B)(4) compared to a laboratory using an unknown reagent. The result from the meter was 5.1 inr and the result from the laboratory was 3.78 inr. On (B)(6) 2020, the result from the meter was 4.8 inr and the result from the laboratory was 3.37 inr. The therapeutic range was 2.5-3.5 inr.